Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the helix of the pacing lead was screwed into the myocardium. The physician attempted to unscrew the helix from the myocardium but it would not unscrew. The physician pulled the lead and the helix separated from the pacing lead. The pacing lead was pulled out and the helix was removed by the use of a snare. The delivery catheter was also found to be bent at the tip. The procedure was completed with a new pacing lead. No patient complications have been reported as a result of this event.